Event description:
It was reported that insulin gauge displayed amount different than expected and pump showed static fill estimate of 55 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Customer chose to replace cartridge and start over, and technical support explained that static fill estimate could occur due to large variance in measured pressures and would resume counting down once remaining insulin matched displayed value, with no further action needed.